Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cuff leakage when using on a patient. Changed the second tube; the second tube also had cuff leakage. Changed to a third tube; the third tube also had cuff leakage. Changed to a fourth tube, which was used normally." Associated mdrs: 3003898360-2026-00323, 3003898360-2026-00295.